Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported having concerns with elevated blood glucose levels. Pt stated before she inserted the infusion set, the infusion set cannula crimped. Pt reported she would sometimes first put out the needle and the needle would be bent. Pt stated she would bend those needles back and reinsert them. Pt reported she did not have concern with the needle bending more than once. Pt reported she did not have any concerns with the insertion or with the insertion sets leaking. Pt stated she was having blood glucose readings in the 300 mg/dl range. Pt's normal blood glucose readings are around 150 mg/dl. Pt reported when she had elevated blood glucose levels she sometimes was not able to bring them down. Pt stated she would change the infusion set and bolus to bring it down; sometimes it worked. Pt manually inserts the infusion sets. Pt reported she would notice the elevated blood glucose around 8 hours after inserting the infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. No pt return requested.